Event description:
(B)(6) complaint handling unit reported a cap could not be placed. On (B)(6) 2010, the surgeon performed a miv-surgery using a spirit system. It was a l4-l5-s1 case, so he placed 6 k-wires in l4, l5, s1, bilateral. Then he used an s1 in a tapping device. During this procedure, the tip broke and a little fragment was left in the sacrum of the patient. Unfortunately, it could not be removed from the patient. The surgeon used the dilators before placing the screws. The screws and rods were placed as normal without any problems. One side went really easy, but not on the left side. The fixation caps on l4 and l5 were no problem, but when the surgeon tried to put the cap on the s1 pangeascrew, it did not go down in the screw. There were some millimeters left to reduce the rod in the screw, but it was blocked. The surgeon enlarged the incision to see the problem and saw that the head of the screw was not normal anymore. The inner part golden of the tulip was turned in the area where normally the rod fits in. It was not possible to place a rod. The screw was replaced and the problem was fixed.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.